Event description:
Customer called in to report hospitalization for high blood glucose levels over 600 mg/dl. Customer stated insulin pump did alarm a no delivery alarm. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.